Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he has had air bubbles in the reservoir and tubing for months. The blood glucose level was 143 mg/dl. The customer stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Troubleshooting was not completed since the customer did not have air bubbles at the time of the call. The device will not be returned for analysis.